Event description:
It was reported by the rep that the(1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier advanced a clip that spit out of the jaws. The case was completed using the same instrument. There was no pt consequence.